Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. The cause of peritonitis was unknown. On an unreported date, the patient was treated with antibiotics (unspecified) (dose, frequency and route not reported) for peritonitis. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).